Event description:
The manufacturer received information alleging a ventilator service required error occurred on a trilogy evo device. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a critical ventilator service required error code was found in the device's error log relating to a pressure sensor mismatch error. The service technician states that the flow sensor was replaced to resolve the issue. Additionally, a second, noncritical, ventilator service required error code relating to the monitor pressure sensor offset being too high. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. The blower assembly was also replaced due to contamination. Periodic maintenance 1 was performed and the air inlet foam filter and particle filter were replaced preventatively. Final testing, battery check, run in testing, and cleaning were performed and the unit operated properly. The software was upgraded as well. No further investigation is required.